Event description:
According to the customer contact on (B)(6) 2026, "control syringe is not tightening down onto the manifold."

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "control syringe is not tightening down onto the manifold" and "it is almost similar to a stripped nail that will not grip the manifold." The customer reported, "the control syringe is free spinning on the end of the manifold" and "this has caused issues with air entering the manifold system." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.